Event description:
User facility reported that the device was in use during dental extraction operation with the tube bent toward pt's forehead. According to report the anesthetist removed the tube and replaced it with another due to a bend in the tube length. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.